Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0476 showed no similar product complaint(s) from this lot number.

Event description:
It was reported that patient complained about arm pain, us revealed PICC dislocation to the right jugular vein. No other information was provided.